Manufacturer narrative:
(B)(4). The results of this investigation indicated the valve met sjm specifications as supported by the valve's device history record and the analysis performed. Hydrodynamic testing at the time of manufacturing and upon return to st. Jude medical indicated the valve functioned normally. This test ensures proper cuspal coaptation and hemodynamic performance. The cause of the reported event remains unknown.

Event description:
On (B)(6) 2016, a 27mm epic supra valve was implanted. On (B)(6) 2016, the valve was explanted secondary to significant intravalvular leakage. In vivo, it was reported that one cusp was overriding the remaining two cusps. A second, 27mm epic valve was implanted.